Manufacturer narrative:
The insulin pump was received broken at battery tube threads and cracked at corner display window. Also, the insulin pump had a missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the drive support cap appears to be damaged, and the customer had not noticed how it happened. It was stated also stated that there is a crack on the battery compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.